Event description:
The reporter stated during a total metatarsal phalangeal joint (mpj) replacement using movement great toe instruments for hallux rigidus, as the doctor was passing the k-wire through the sizer, the k-wire from the set "kept shearing and leaving small metal ringlets in the pt." All metal pieces were removed.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.